Event description:
From medwatch received from (B) (6) medical center it is reported. Pt scheduled for laparoscopic hysterectomy and possible salpingo oophorectomy. When the trocar was inserted, the protective sheath did not cover the blade after insertion. The blade severed a small vein branch off of left iliac artery and the case had to be changed from a laparoscopic case to an open case to repair the severed vein....device usage problem: device malfunction - that is, the device did not do what it is supposed to do." From conversation with sales rep who spoke with physician involved in this case, it was reported: "dr. (B) (6) was performing a total laparoscopic hysterectomy. His initial stick was a 5mm device in which he used to deliver his co2 gas. His next stick was a core 10/12mm cd1960 where he inserted into a distended abdomen. According to the surgeon, he hit the vena cava causing significant blood loss (10 units). He said they had to open the pt. The product was saved and incident reported to hospital risk management."

Manufacturer narrative:
This device has been retained by end-user facility. Initial eval of the device was conducted by a quality engineering team at the user facility on 04/06/2010. Conmed is currently investigating the differences reported to us regarding the event description. A supplemental report will follow once the entire investigation has been completed.